Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed as there was no voltage within the transmitter. The log was downloaded but could not be reviewed as there was no data in the log. Confirmation of the allegation and probable cause could not be determined via product. No injury or medical intervention was reported.